Event description:
It was reported that during the replacement of the device, the right ventricular (rv) lead was damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224vrc implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).